Event description:
The customer reported that two different patient samples yielded correct negative reactions with anti-e (clone 906) but false positive reactions with anti-e (clone ms260/ms12) on erytype s rh-pheno double when tested with tango infinity. The customer has returned one patient sample that had caused a discrepant result, but the supposedly defective product was not sent for investigational testing. Therefore, our quality control laboratory tested the patient sample and additional donor samples with their retained erytype s pheno double sample. All positive and negative reactions were correct. We did not observe any false positive reaction. There is no indication for a malfunction of the affected tango infinity. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytype s rh-pheno double functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.